Event description:
It was reported on (B)(6) 2022, during a procedure for im rodding of a tibial shaft fracture using the infrapatellar approach. The patient was a 14 y/o female who fell fracturing her tibia and fibula, with no other comorbidities and was otherwise healthy. Post measuring and reaming of the canal the surgical tech and the surgeon secured the nail to the short insertion handle with no issues. They then proceeded to secure the aiming arm (#03.043.029) to the insertion handle and one by one check the proximal locking holes to ensure the proximal holes lined up with the aiming arm. Once all holes were checked to the surgeon's satisfaction, he slid the nail over the ball tip guide wire by hand until he felt resistance. He then asked for a mallet and proceeded to strike the driving cap (#03.043.028) three times. During this process the pa, surgeon, and I noticed something come off of the construct and looked around the sterile field only to find the "hooks" of the aiming arm (#03.043.029) underneath the patient's leg. Insertion of the nail stopped and the aiming arm was inspected only to find the other "hook" was also cracked and about to come off. At this point it was acknowledged that there was nothing anyone could do to fix the problem and we proceeded with insertion of the nail and proximal interlocks. The aiming arm guided the oblong just fine, however was slightly off with the static transverse locking screw. The surgeon had to find his way eventually getting the drill bit through the hole. This caused about a 15 minute delay. Once the two transverse interlocks were complete the aiming arm was removed and no longer needed. The case proceeded without further issue. This report is for an aiming arm/ radiolucent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: one non-conformance was generated during production for aiming arm/ radiolucent. This non-conformance is not relevant to the complaint condition since the label has the incorrect country of origin. Part# 03.043.029-us; synthes lot# 2023518; supplier lot# n/a; release to warehouse date: 03 dec 2020; manufactured by: synthes monument. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the latch of the aiming arm/ radiolucent was found broken, the broken fragments was not returned. A functional test could not be performed as the mating device was not returned. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch (60224287) failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting from manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aiming arm/ radiolucent was unable to be performed due to complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming arm/ radiolucent would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.